Event description:
It was reported by the pt that it "feels like the stimulation turn off by itself and symptoms return." The implant was helping to provide therapeutic effect for the pt at times. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).